Event description:
It was reported that the patient underwent transforaminal and posterior fusion l2 to l5 using rhbmp-2/acs placed in the disk space and over the posterior elements from l2 to l5, bilaterally. The patient's post-operative period was marked by a period of some relief, followed by low back pain and radiculopathy into his lower extremities. The patient continues to experience severe low back pain, radiculopathy into both extremities, and neuropathy in his feet. He is unable to stand erect and has difficulty standing, sitting, sleeping and ambulating due to pain. He uses a cane to ambulate more than fifty yards. Furthermore, he suffers from urinary incontinence. These serious injuries prevent him from practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: the patient was admitted with the following pre-operative diagnoses: lumbar spinal stenosis. Lumbar degenerative disk disease. Lumbar spondylosis. He underwent the following procedures: posterior spinal decompression, l2-3, l3-4, and l4-5, with associated foraminotomies and partial medial facetectomies. Posterior spinal fusion, l2 through l5, with local autograft, bone morphogenic protein, bone marrow aspirate, and allograft. Posterior spinal instrumentation, l2 through l5. Left l4-5 transforaminal lumbar interbody fusion with peek, bone morphogenic protein, and local autograft. Insertion of interbody device, l4-5. Right posterior iliac crest bone marrow aspirate. Closure of durotomy. Per op notes, "the l4-5 level was markedly degenerated; with little disk material and rough uneven end plates. The end plates were curetted back to healthy bleeding bone. With this done, the disk space was irrigated under pressure. Simultaneous to preparation, two large bone-morphogenic protein kits were prepared. This gave us 12 sponges. Two of these sponges were wrapped around a small amount of local autograft and packed anteriorly along the annulus fibrosus. A peek cage was then chosen. A 9 mm tall x 30 mm long cage was chosen. This cage was filled with two of our bone morphogenic protein sponges wrapped around local autograft. This was then impacted into place under fluoroscopic guidance, with good distraction of the end plates obtained and good purchase. Anteroposterior and lateral fluoroscopy was used to gauge the adequacy of our implant placement. A small amount of local autograft was packed around our cage. Two rods were then cut to length and contoured to shape. A high-speed bur was then used to decorticate all available surfaces from l2 through l5, bilaterally. Six of our bone morphogenic protein sponges were packed with local autograft, and these were then packed over our decorticated surfaces, bilaterally. Our two rods were then set into place and secured to our pedicle screws in the standard fashion. The torque/counter-torque device was used to ensure that the locking mechanism was engaged at each screw. Simultaneous to this, 20 ml of bone marrow aspirate was harvested from the right posterior-superior iliac spine; this was then used to saturate 20 ml of allograft pack in a 1:1 fashion. The allograft pack was divided in half. The remaining autograft was then divided in half and mixed in with our two remaining bone morphogenic protein sponges also divided in half and mixed in with our ba pack. This was then placed over our residual graft material." Durotomy was noted as complication. The patient was transferred to the recovery room in hemodynamically stable condition. On (B)(6) 2009: the patient underwent an unknown imaging of the lumbar spine which revealed interval instrumented posterior spinal fusion with laminectomies from l2 through l5 and anterior discectomy infusion at l4-5. On (B)(6) 2009: the patient underwent x-ray of the abdomen due to abdominal pain. Impression: gas within mildly dilated colon; the bowel gas pattern is otherwise nonspecific; posterior spinal instrumentation is present; the lung bases are clear. On (B)(6) 2009: the patient underwent x-rays of the thoracolumbar spine due to degenerative disc disease. Impression: instrumented posterior spinal fusion with laminectomies from l2 through l5 and anterior discectomy and fusion at l4-5, unchanged. Moderate degenerative disc disease at l3-4. On (B)(6) 2009: the patient was discharged. On (B)(6) 2009, (B)(6) 2010: the patient presented for follow-up, with back pain. He underwent x-rays of lumbar spine which revealed evidence of stable implants and alignment as well as evolving intra-transverse and interbody fusion mass at l4-5. On (B)(6) 2009: the patient was admitted with fall and back pain. Lumbar spine imaging showed acute compression fracture of l1 without central canal stenosis. He had the following diagnoses: acute compression fracture of l1 without central canal stenosis. He underwent the following procedure: vertebroplasty. No patient complications were reported. On (B)(6) 2009: the patient underwent x-ray of the thoracolumbar spine. Impression: interval vertebroplasty of l1 compression fracture. Posterior spinal fusion instrumentation and decompression from l2 to l5 with anterior fusion of l4-5. On (B)(6) 2010: the patient underwent x-ray of the lumbosacral spine. Impression: l4-5 discectomy and l2 through l5 posterior instrumented fusion. There is no appreciable motion at the fused segments. Stable l1 compression fracture with changes of vertebroplasty. On (B)(6) 2010: the patient underwent x-ray of the lumbosacral spine due to spinal fusion. Impression: l4-5 discectomy and posterior instrumented fusion procedure of l2-5. No gross motion is seen involving the fused segments, however subtle motion cannot be excluded secondary to differences in patient positioning. Stable l1 compression fracture with vertebroplasty change. On (B)(6) 2010: the patient underwent x-ray of the lumbosacral spine due to spinal fusion. Impression: spinal fusion instrumentation from l2 through l5, with small amount of motion at these levels. Compression fracture and vertebroplasty change at l1, unchanged. On (B)(6) 2010: the patient underwent MRI of lumbar spine. Impression: evidence of some degenerative changes at l5-s1 with some associated facet arthropathy and foraminal stenosis; no evidence of canal stenosis within the lumbar spine; a diffuse disc bulge at l5-s1, which results in some mild central canal stenosis. He also underwent CT scan of lumbar spine. Impression: evidence of previous vertebroplasty of l1 with some cement within the disc space; solid fusion extending from l2 through l5; hint of some lucency around the screws in l1, although there appears to be solid fusion extending from l1-2. On (B)(6) 2010: the patient presented with leg pain. He also had some stiffness and ache. He also complained of cramping in his thighs posteriorly when standing for prolonged periods of time, burning numb feeling along the anterior aspect of his thighs. He underwent x-rays of lumbar spine due to low back pain, degenerative disc disease. Impression: posterior instrumentation and fusion from l2 through l5 and anterior discectomy and fusion of l4-5. There is no motion with bending. Compression fracture of l1 treated with vertebroplasty. On (B)(6) 2010: the patient presented for follow-up, complaining about worsening back and leg pain. He also complained of pain just above his buttocks, creeping up his entire back. He underwent x-rays of lumbar spine, which revealed evidence of stable implants and alignment; there did not appear to be motion across the fused segments; evidence of compression fracture of l1, status post vertebroplasty. On (B)(6) 2012: the patient was admitted. He had the following principal and secondary diagnoses: changes in mental status secondary to medications (oxycodone or benzodiazepines, marijuana use and possible alcohol use). Chronic back pain on episodic dependence of narcotics of oxycontin or oxycodone. Hypertension, controlled. Thrombocytopenia that needs to be followed up as out patient. He underwent CT of head, which revealed no acute intracranial abnormalities. On (B)(6) 2012: the patient was discharged in stable condition. On (B)(6) 2013: the patient presented for check-up. On (B)(6) 2013: the patient presented with back pain. On (B)(6) 2013: the patient presented with low back pain with radiation to thighs. He also complained of dizziness. On (B)(6) 2013: the patient presented with hypertension, low back pain and insomnia. On (B)(6) 2013: the patient was admitted with the following diagnosis: necrotizing fasciitis. He had the following pre-operative diagnosis: right neck necrotizing fasciitis with likely odontogenic source. He underwent the following procedures: right neck exploration and debridement and washout of wound. Extraction of multiple teeth. No patient complications were reported. On (B)(6) 2013: the patient presented with the following pre-operative diagnosis: septic shock secondary to necrotizing fasciitis of the right neck and mandible with osteomyelitis of the mandible and multiple abscessed teeth, numbers 12, 13, 14, 15 and 20. He underwent the following procedure: soft tissue and fascial debridement of the right neck, biopsy and culture of the right mandible with debridement of the right mandible with removal of necrotic bone and surgical removal of teeth numbers 12, 13, 14, 15 and 20. No patient complications were reported. On (B)(6) 2013: the patient presented with the following pre-operative diagnosis: right neck necrotizing fasciitis with likely odontogenic source. He underwent the following procedures: right neck exploration and debridement and washout of wound. No patient complications were reported. On (B)(6) 2013: the patient presented with the following pre-operative diagnosis: right neck defect measuring 11 x 5 cm. He underwent the following procedures: right pectoralis major muscular flap. Right thigh split-thickness skin graft. No patient complications were reported. On (B)(6) 2013: the patient was discharged in good condition. On (B)(6) 2014: the patient presented with low back pain. The pain was also reported to be in the thigh on both sides. The patient underwent CT myelogram of lumbar spine. Impression: degenerative changes with severe spinal canal stenosis at l1-2. 2. Post-surgical changes with posterior decompression and fusion from l2-5, without complication. He also underwent x-rays of lumbar spine. Findings: implants were in place from l2-5; there appeared to be a solid fusion from l2-5; significant degeneration at l5-s1 with spondylosis; patient also had cement in place at l1; patient was a focal kyphotic deformity cephalad to l2. On (B)(6) 2014: the patient underwent CT of lumbar spine due to low back pain. Impression: degenerative changes with severe spinal canal stenosis at l1-2. Postoperative changes with posterior decompression and fusion from l2-5, without complication. On (B)(6) 2014: the patient presented with back pain and numbness. Standing and walking worsened the pain. The numbness was reported to be in right and left thighs. Impression: long-standing history of lumbar radiculopathy and low back pain. He underwent x-ray of the thoracolumbar spine due to scoliosis. Impression: unchanged posterior instrumented spinal fusion and decompression from l2 through l5. Unchanged vertebroplasty at l1.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.